Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that a patient presented with redness and inflammation at the surgical site at an unspecified time following a bunionectomy. The patient was prescribed antibiotics. The event is reported as resolved. Additional information was requested; no further information was provided.